Event description:
A malfunction was reported with a pump, although the specific malfunction code was unknown. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and ensured the customer was aware of how to activate storage mode before returning the faulty pump. The customer planned to use a backup insulin pump to maintain insulin delivery and was expected to send back the problematic pump using a pre-paid label within 10 days.